Manufacturer narrative:
Insulin pump alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to out of spec force sensor zero offset (422mv). Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received motor drive anomaly. The customer¿s blood glucose level was 150 mg/dl. The customer reported that the insulin pump was not working as designed. The customer was advised to disconnect from the pump and to replace pump. The insulin pump will not be returned for analysis.